Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to a rise in impedance from 700 to 1800 ohms over the past few months. There were also observations of an increase in thresholds from 1.6v to 4v. The patient was pacemaker dependent. No additional adverse patient effects were reported.